Event description:
I was using this device to track my blood sugar while pregnant. My results were very inconsistent and would go from extremely high to very low. My obstetrician-gynecologist continued to try different medications and dosages to help control it and it was still varied results. This resulted in being told that it would not be safe to continue the pregnancy for me or the baby and that I had to get a cesarean the next morning at 35 weeks. That results in a neonatal intensive care unit stay for our baby and my blood sugars were back to normal instantly in the hospital setting.